Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Although it is unknown why the pump dislodged, the staff attempted to re-access the left ventricle (lv) wirelessly, which is a contraindication per IFU 0550-9002. As a result, the cause for the noted positioning issue was attributed to user error. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the pump shifted out of the left ventricle during impella support. Due to the noted issue, the pump was removed and replaced with an impella cp pump. There was no harm to the patient.